Event description:
It was reported that the electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in two different sensing vectors. Further review found that the patient had received an inappropriate shock due to oversensing of noise approximately one year earlier. A revision procedure was performed where the electrode and s-ICD were explanted. The patient was implanted with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.